Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via social media stated that this morning, while brushing their teeth, they felt something hard in their mouth. It was a small metal bar from the toothbrush head which was hanging loose and came off in their mouth. No injury was reported.